Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a request for additional information and stated they met with the rep who reset the device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was redirected by a local representative to call for troubleshooting their issue of being unable to connect with the ins. The patient stated they were seeing ¿no device found.¿ when troubleshooting, the patient reported seeing the ¿data lost¿ screen, and it was reviewed that the device had undergone a por and therapy would not be available until a clinician was able to reset the ins. The patient reported they had a revision surgery the day before the call and that was noted to be related to the por. No patient symptoms were reported. No further complications were reported.